Event description:
The customer contacted stryker to report that their device damaged main keypad. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was able to verify the reported issue. The main keypad was replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer for use.